Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The blood glucose levels were 278 mg/dl at the time of incident and current blood glucose was 468 mg/dl. The customer earlier blood glucose was 59 mg/dl and 128 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. However, customer was treated for their insulin pump, apple juice and banana. Customer did not allege pump was under delivering. The customer was drive support cap appears normal. Customer was declined to perform the high pressure test. Troubleshooting was done for high blood glucose. The insulin pump will be returned for analysis.